Event description:
It was reported that pump battery did not charge. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving pump connected to power for at least 30 minutes and then tried different wall adapters and charging cables without success, so technical support arranged replacement pump.